Manufacturer narrative:
Product analysis 97800: the implantable neurostimulator (ins) passed functional testing; however, the setscrew was backed out too far. Product analysis 3889-28: analysis identified that the 3 conductors was broken in the body of the lead at or near the tines. Continuation of d10: product ID 3889-28, lot# va15zew, implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that new lead was replaced with ins. When checking impedance intraop, the new lead was showing high impedance on 2 and 3 electrodes. Impedances were rerun and issue persisted. Lead was taken out of battery, wiped off and reinserted. All 4 electrodes were out at that time. New battery was opened and impedances were all within normal limits. Analysis of old lead and battery is requested. Full system, lead and generator was replaced and system is working properly

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va15zew serial# implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(6), ubd: 12-apr-2020, UDI#: (B)(4) h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.